Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of an 8mm x 40mm precise pro rx self-expanding stent (ses) delivery system could not be released. As a result, an 8mm x 40mm non-cordis stent was used as a replacement to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a stenoses of the left internal carotid artery. The lesion had a 7mm vessel diameter and there was no calcification or tortuosity present. The device was stored, handled, and prepped per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. It was reported that adequate flushing of the device was performed during preparation and the stent was not exposed prior to insertion. The device was able to be removed easily from the patient and remained in one piece during its removal. The stent did not appear expanded when removed from the patient. An attempt to deploy the stent outside of the patient was made but was unsuccessful. The device will be returned for evaluation. Addendum: product evaluation revealed the stent of the 8mm x 40mm precise pro rx ses delivery system was returned partially deployed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g1, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the stent of an 8mm x 40mm precise pro rx self-expanding stent (ses) delivery system could not be released. As a result, an 8mm x 40mm non-cordis stent was used as a replacement to complete the procedure. This was during a procedure to treat a stenoses of the left internal carotid artery. The lesion had a 7mm vessel diameter and there was no calcification or tortuosity present. The device was stored, handled, and prepped per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. It was reported that adequate flushing of the device was performed during preparation and the stent was not exposed prior to insertion. The device was able to be removed easily from the patient and remained in one piece during its removal. The stent did not appear expanded when removed from the patient. An attempt to deploy the stent outside of the patient was made but was unsuccessful. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of ¿precise pro rx 8x40¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed at one metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device is partially deployed presenting one severe kink that compromise the deployment mechanism located approximately 26 cm from the proximal end. The plastic nut of the hemostasis valve was returned dissembled. No other outstanding details were observed. Dimension analysis result were found within specification. Functional test was not performed due to the severe kinked condition observed on the device. A product history record (phr) review of lot 18084179 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)~ deployment difficulty¿ was not confirmed, the functional test was could not be performed properly due to the severe kinked condition observed on the returned device. However, a partial deployment condition was observed on the returned device. The exact cause of these condition observed on the device could not be conclusively determined during the analysis. Procedural and/or handling factors might have contributed to this issue. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ additionally, the instructions for use (IFU) states ¿note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the phr review, nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.